Manufacturer narrative:
(B)(4).

Event description:
It was reported that six weeks after implant this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, a revision procedure was performed and the physician repositioned the lead. The thresholds decreased, however, the pacing impedances were out-of-range (oor), measuring greater than 3000 ohms. The lead was repositioned again, but the impedances remained high. This rv was explanted and replaced. The lead won't be returned as it was discarded. No additional adverse patient effects were reported.